Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on the patient underwent an anterior lumbar interbody fusion of her l4-5 vertebrae using rhbmp-2/acs in a biological spacer as well as inserting rhbmp-2/acs directly into the disc space. In (B)(6) 2009, the patient was diagnosed with ectopic bone growth. As a result, the patient has required extensive medical treatment, including having to undergo an additional surgery in (B)(6) 2009 to remove such bone growth. The patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion surgery on (B)(6) 2006. Sometime postop, the patient experienced pain, numbness, and weakness throughout her lower extremities. A CT scan taken on (B)(6), 2009 revealed large bone spur formation with ectopic bone formation compressing the l4 and l5 nerve roots. The patient underwent a revision surgery on (B)(6), 2009 to remove large osteophytic, hypertrophic bone formation from the implant site. Despite this revision surgery, an MRI from (B)(6) 2012 revealed renewed posterior element hypertrophy at the implant site.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis of 1. Instability ; 2. Degenerative arthropathy, 3. L4-5 grade 3 spondylolisthesis. 4. High grade cauda equine compression. The surgeon underwent following operating procedure: 1. Open treatment of lumbar spine fracture with bilateral partial fracture instability. 2. Microscopic distraction of spine . 3. Bone graft harvest from the posterior ilium. 4. Posterior decompressive procedure of bilateral l4 nerve roots and l5 with high grade stenosis. 5. Posterior segmental instrumentation utilizing oss pedicle screws with reduction spanning l4 and l5. 6. Posterior and posterolateral arthrodesis l4-5. Per op notes, "...bone morphogenic protein with bone graft was harvested from the posterior ilium and additional chronos was placed out posteriorly and posterolaterally."